Event description:
It was reported that the battery of this device went from 55% remaining in (B)(6) 2020 to 15% remaining in (B)(6) 2020. Due to the patient being pregnant a revision can not be performed at this time, thus the patient was given a remote monitoring system. At this time the device remains implanted. No adverse patient effects were reported.